Event description:
Vascular access port implanted on 2/20/96. Adriamycin administered in 9/96. Cellulitis developed. Interventional radiology showed a slip in the port tubing aprox 7 1/2 cm from the port and anatomically under the clavicle. Vascular access port explanted on 9/22/96. New port implanted on 10/11/96.

Manufacturer narrative:
A plastic port with attachable 9.6 french open-ended catheter was returned for eval. It appeared to be complete assembly with a proper port/catheter connection. Overall length of assembly is 12.55". Catheter tubing was compressed and flattened in middle of its length. There was a kink in tubing proximal to compressed area. There was red-colored dye on exterior of tubing approximately 0.5" proximal to kinked area. Lumen and port reservoir appeared to be clear. There was a light pink tint inside reservoir and inside proximal half of catheter. There was some light blood residue on distal end of catheter. There was brown blood residue under clear catheter locak and under silicone port overmold. Overmold had been sliced near port stem with a sharp instrument. This was probabley done at explantation. There were several needle stick marks in septum. Grip marks from a serrated jawed instrument were seen on the catheter lock's outer diameter. Notes on incident indicated that port had been in pt for 4-5 months. Upon removal, a slit in catheter tubing was noticed in clavicle area. Pt developed cellulitis after administration of medication. A radiological dye study showed a slit in catheter tubing approximately 7.5cm from port and anatomically under clavicle. Tactual examination of catheter tubing found elastic weakness at compressed area and at kinked area. Compressed area was located approximately 6 distal to base of port connection, or 5.5" from distal tip. Kinked aea was approximately 3.25" from base of port connection. Both areas were permanently deformed and neck down when placed under slight tension between fingers. Port was accessed with a non-coring needle attached to a 12cc syringe filled with bleach solution. Lumen flushed and aspirated normally, expelling blood residue. With tip of catheter occluded with fingers, lumen was pressurized and tubing leaked at kinked area through a small longitudinal slit. Slit was approximately 0.075" long. Under magnification, slit surface appeared coarse and irregular. This type of tubing damage is common with burst failures. Red dye was seen at burst site, indicating that damage occurred before dye study was conducted. Port was reaccessed with 12cc syringe and light pressure was applied to burst site while distal tip of catheter was occluded. Pressurized lumen does not leak at compressed area. Damage in compressed area is common with pinching forces of clavicle/first rib compression. Inner lumen was stained by red dye from radiological study. Dye did not appear to have migrated past compressed area. It seems that lumen may have been occluded or retricted by clavicle compression that occurred distal to burst site. Lumen became overpressurized upon infusion, and burst at bend in tubing proximal to compressed area. Reported cellulitis appears to be incidental to leakage from catheter and would not seem to be directly related to use of catheter.